Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Laparoscopic cholecystectomy: "the clip applier would not deliver and occlude a clip while attempting to perform ligation cystic vessels necessary in the removal of the gall bladder." Patient status: "good".